Event description:
It was reported that during device implant effective tightening of the setscrew could not be confirmed. The device was not implanted. The patient condition was not affected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4. Evaluation description: the reported setscrew anomaly was confirmed in the laboratory. Septum material was noted inside the atrial is1 set screw hex cavity that prevented full insertion of the torque driver.